Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with right sided radicular symptoms failing conservative management. On (B)(6) 2011 an MRI indicated ¿spinal canal stenosis with posterior broad-based protruding disc at l4-5¿¿ on (B)(6) 2011 the patient underwent l4-5 and l5-s1 plif using interbody devices, posterior instrumentation, morcellized allograft, morcellized autograft. There were no noted complications. Patient was discharged on (B)(6) 2011. On (B)(6) 2012 patient presented for follow up. Per the physician¿s notes, ¿he has some residual symptoms in the right lower extremity, albeit significantly improved compared to pre-op.¿ on (B)(6) 2012 the patient presented for physical therapy. Patient had complaints of sciatic pain in right medial thigh/groin. On (B)(6) 2012 the patient presented with lumbago. Patient underwent physical therapy. Per the medical records, ¿impairments or limitations: ambulation deficits,decreased knowledge of condition, pain limiting function, range of motion deficits, transfer deficits.¿ patient reported bilateral lumbar pain, aching, numbness and tingling in the right leg and foot. On (B)(6) 2012 the patient presented for evaluation with complaints of residual back and right leg pain following previous fusion. Per the physician¿s notes, ¿the patient has a failed back surgery syndrome with ongoing complaints of back and right leg pain that failed to respond to conservative treatment and ultimately to surgery. His pain has been persistent despite postoperative pt and medications.¿ on (B)(6) 2012 a CT myelogram indicated ¿erosive changes in the l4 and l5 vertebral bodies.¿ per the physician¿s notes, ¿I reviewed the patient's CT myelogram with a radiologist today... The erosive changes noted in the vertebral bodies at l4 and l5 were felt to be by him erosive degenerative changes that probably existed preoperatively. However, I reviewed the preoperative studies and these findings were not there prior to his surgery. It is possible that these erosive changes could be a reaction to a bone morphogenetic protein if this indeed was used as an interbody graft. I do not have the patient's operative report and it is unclear what was used in the interbody cages. It is possible he could have sustained a smoldering discitis that could have caused these changes as well. I do not think there is any sign of active infection as there is no sign of epidural abscess or soft tissue changes consistent with this.¿ on (B)(6) 2012 patient presented with pain in the lower back and down the right leg, and numbness in the right foot. Pain is unchanged from the last visit. ¿the pain radiates to right leg all the down to his foot, along side of thigh and leg. He has numbness medial aspect of right thigh¿ the timing of the pain is continuous. The pain is associated with no bowel or bladder dysfunction. The pain is improved by medications. The pain is aggravated by activity¿¿ on (B)(6) 2012 patient presented for follow up. Per the physician¿s notes, ¿since last seen, he has been treated with epidural steroid injections. The epidural steroids were ineffective.¿ on (B)(6) 2012 patient presented with complaints of pain in the lower back and right leg. Pain is unchanged from the last visit. The pain is described as aching, burning. On (B)(6) 2013 patient had dcs trial (B)(6) 2013 the patient presented with complaints of pain to the lower back down the right leg. Patient fell 2 weeks prior. On (B)(6) 2013 patient presented with rtc after scs trial. Per the physician¿s notes, ¿the patient had a temporary trial of scs and did achieve about 60% relief of his leg pain. He had less relief of his lbp. His trial leads also pulled out prior to completing the trial. He denies any additional symptoms.¿ on (B)(6) 2013 the patient presented with complaints of pain to the lower back down the right leg. On (B)(6) 2013 the patient presented with pain in the lower back and pain in the right leg into the foot. Patient given a brace. On (B)(6) 2013 patient presented with low back pain, right leg pain down right foot, and numbness in right toes. Patient diagnosed with postlaminectomy syndrome. Patient was fitted with a lumbar brace. A urine drug screen was performed. Reportedly, on (B)(6) 2012 the patient had pain/swelling at the implant site.